Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the left fallopian tube with the essure device in to mesosalpinx') in an adult female patient who had essure (batch no. 940972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia nos, endometriosis and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), endometriosis ("endometriosis") and mass ("umbilical mass"). The patient was treated with surgery (laparoscopic excision of essure device and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, endometriosis and mass outcome was unknown. The reporter considered endometriosis, fallopian tube perforation, mass and pelvic pain to be related to essure. The reporter commented: trailing coils: left 5, right 5. Lot number: 940972. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: perforation of the left fallopian tube with the essure device in to mesosalpinx . Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received, reporter information, patient medical history, product lot number, rcc added. Event: medical device removal updated to event: perforation of the left fallopian tube with the essure device in to mesosalpinx. Events pelvic pain, umbilical mass, endometriosis added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the left fallopian tube with the essure device in to mesosalpinx') in an adult female patient who had essure (batch no. 940972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia nos, endometriosis and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), endometriosis ("endometriosis") and abdominal mass ("umbilical mass"). The patient was treated with surgery (laparoscopic excision of essure device and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, endometriosis and abdominal mass outcome was unknown. The reporter considered abdominal mass, endometriosis, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: trailing coils: left 5, right 5. Lot number:940972, manufacturing date:2012-01, expiration date:2015-01. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: : perforation of the left fallopian tube with the essure device in to mesosalpinx. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.